Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to swelling, pain and capsular contracture baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "capsular contracture,¿ baker grade unknown, "tingling of the breast and pressure", "numbness¿, ¿swollen tissue¿ and ¿breast pain mostly on the right¿, and that they were "getting them explanted because they were not risking the possibility of getting a rare lymphoma.¿ the patient also reported ¿joint pain¿ and "rash, shingles¿; these events are not device related. The device has been explanted.